Manufacturer narrative:
Device analysis: the device was not returned for analysis; therefore, an analysis of the actual complaint device is not possible. The device history record for this device was not reviewed as the lot number is unk. The root cause for the reported event is unk. A recent analysis of csi's post market clinical studies identified events that should have previously been reported to FDA. This is report # 30 of 48 events identified during this review. This report contains limited info regarding the intervention and root cause of the event, but this event is not considered unusual, unique or uncommon and does not involve a device which is the subject of a remedial action. Initial MDR (B)(4).

Event description:
It was reported via a clinical report form from the (B)(4) study that during an orbital atherectomy (oa) treatment procedure, a flow-limiting dissection, abrupt closure and macro-embolism event occurred post-atherectomy. The lesion being treated was located in the sfa which was 90% stenotic, severely calcified, and 40mm in length with 2 patent run-off vessels prior to therapy. The lesion was treated with an unspecified size oad which was spun for one run at low speed (17sec), at medium speed for one run (21sec), and at high speed for one run (14sec) for a total run time of 55sec. The physician noted prior to the intervention that the lesion was heavily calcified with a flap of calcium but chose to attempt orbital atherectomy resulting in a dissection at the lesion site. The dissection was successfully treated with angioplasty and stent placement. The expectations for the case were met. No additional info is available regarding this event.